Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (belt connector is loose) has been confirmed. As received, the trunk cable connector was broken. The root cause of the broken trunk cable connector cannot be positively identified but was likely a result of physical damage. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the wire at the end of the belt connector was loose and moving around. The pt was issued a replacement electrode belt.